Event description:
The physician assistant stated they received questionable results from coaguchek xs pro meter serial number (B)(4) for one patient. At 4:16 pm, the result from the meter was 4.4 inr. At 4:20 pm, the result from the laboratory was 2.9 inr which was believed to be accurate. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The patient had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, no bleeding, and no bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297790) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.